Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the stylet had failed to be advanced through the right ventricular (rv) lead. It was also noted that it took several more rotations to extend the helix. The physician elected to remove and replace the rv lead to complete the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while the stylet could not fully insert was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix extended and clogged blood or tissue. After cleaning and applying the torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The stylet was fully inserted in the lead lumen as received condition. Electrical testing did not find any indication of conductor fractures or internal shorts.